Event description:
Weakness/hand ataxia, numbness, dysesthesia and watering eye were experienced following essential tremor treatment.

Manufacturer narrative:
This complaint included known side effects. No malfunction was described. No new risk has been recognized.